Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the device found damage to the stent. Stent strut rows 1 to 4 on the proximal end of stent appear undamaged. The remainder of the stent strut rows were damaged, deformed and pulled in a distal direction extending over the tip of the sds. The undamaged section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The tip could not be assessed due to the stent extending over it. The proximal balloon cone was reviewed and no issues were noted. However the distal balloon cone could not be assessed due to the stent extending over it. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that there were no hypotube kinks. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-mar-2017. It was reported that crossing difficulties were encountered. The 38mm in length, eccentric target lesion was located in a graft anastomosis within the non-tortuous, non-calcified, and 2.5mm in diameter distal left circumflex (lcx) artery. Following implantation of a 3 x 33 non-bsc stent in the proximal lcx, a 38 x 2.50 promus premier¿ drug-eluting stent was then advanced and attempted to cross through the distal lcx but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.